Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complaining of low results. Customer states that feels well and no require medical attention. The customer expected result is 140160mg/dl. Verified the test strips expire 11/30/2017. Customer confirmed the test strips stored properly and vial opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns: 46mg/dl and 22mg/dl fasting. Customer did not feel any symptoms of hypoglycemia. No recent changes in diet, exercise, or medications. Customer takes metformin for diabetes management. Customer unable to provide date/time of last 5 results. Customer declined running back-to-back blood test, as he does not have anymore test strips in this vial.

Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complaining of low results. Customer states that feels well and no require medical attention.the customer expected result is 140160mg/dl. Verified the test strips expire 11/30/2017. Customer confirmed the test strips stored properly and vial opened on (B)(6) 2016.reviewed meter memory:(B)(6). Memory concerns:46mg/dl and 22mg/dl fasting. Customer did not feel any symptoms of hypoglycemia. No recent changes in diet, exercise, or medications. Customer takes metformin for diabetes management. Customer unable to provide date/time of last 5 results. Customer declined running back-to-back blood test, as he does not have anymore test strips in this vial.